Event description:
Procedure type: seps. According to the reporter, two balloons burst at 150cc, while inside the pt. No pieces of the device fell into the surgical cavity, the surgical time was extended 10 min to apply another device, the incision was not extended more than 1 inch, gender of the pt is female, health history is not available. No pt injury was reported.